Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported having a syringe of juvéderm ultra plus with a quality problem in the process of injection withdrawal to the middle of the face. The main problem was that the piston tube falls off when pump back, and negative pressure cannot be formed to pump back. There were no reported injuries.

Manufacturer narrative:
Lab analysis of the device found 1 full syringe of 0.8ml received in an opened tray with cap and without needle. No defect observed.

Event description:
Healthcare professional reported having a syringe of juvéderm ultra plus with a quality problem in the process of injection withdrawal to the middle of the face. The main problem was that the piston tube falls off when pump back, and negative pressure cannot be formed to pump back. There were no reported injuries.